Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7071356, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure the patients trial leads started to come out. The patient underwent an explant procedure wherein the leads were removed and patient was also placed on antibiotics.